Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. After resetting the pump, the customer did not experience the error again and successfully started their sensor session.